Event description:
The account alleged the side rail will not raise to the latch position. No pt impact.

Manufacturer narrative:
The technician found a broken swing arm on the side rail. The technician replaced the side rail to resolve the issue.